Manufacturer narrative:
The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. The manufacturing date of the product is 6/27/2014. (B)(4).

Event description:
There are two known lot in this complaint event. Two reports are required due to two lots being reported. Refer to internal reference # (B)(4) for the report on lot # 10206677. Refer to internal reference # (B)(4) for the reported on lot # 10209903. On (B)(6) 2015, it was reported by a female consumer that she experienced a corneal ulcer in the right eye and irritation in the left eye in late (B)(6) 2015. The consumer reported she underwent an unspecified course of treatment and resumed contact lens wear without any further issue. The issue resolved. The consumer reported in an email on (B)(6) 2015, that in (B)(6) she resumed contact lens wear and they were unbearable to her eyes. She reported that they got red and hurt. Additional information has been requested.

Manufacturer narrative:
The lot number is known and eight unopened complaint samples were returned for evaluation. The complaint samples were found to meet manufacturing specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
There are two known lot in this complaint event. Two reports are required due to two lots being reported. Refer to internal reference # (B)(4) for the report on lot # 10206677. Refer to internal reference # (B)(4) for the reported on lot # 10209903. On (B)(6) 2015, it was reported by a female consumer that she experienced a corneal ulcer in the right eye and irritation in the left eye in late (B)(6) 2015. The consumer reported she underwent an unspecified course of treatment and resumed contact lens wear without any further issue. The issue resolved. The consumer reported in an email on (B)(6) 2015, that in (B)(6) she resumed contact lens wear and they were unbearable to her eyes. She reported that they got red and hurt. Additional information has been requested.